Event description:
End user's wife reported itchy bumpy rash extending around the tape collar with 5 to 10 out of box. The reported stated using non-convatec adhesive remover wipes with alcohol' then washes with water only. Reports that this is when the rash started.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Reporter stated oral benadryl provides relief and rash disappears. Appropriate skin care routine was reviewed with the reporter. A return sample for evaluation is not available. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care for noted health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.